Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with debris on the lens. Visual inspection found no visible damage to the lens with debris on the lens. Claim #: (B)(4).

Manufacturer narrative:
One week from surgery. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vich13.2, 5.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.